Manufacturer narrative:
1038671-2024-01706 report number d10: 130-36-54 - nv gxl linr, ntrl, 36mm ID, group 4 cups. 170-36-00 - biolox delta femoral head 36mm od, +0mm. 180-01-62 - nv crown cup clstr hole 62mm group 4. 188-00-11 - wedge plasma s/o sz 11. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-01706. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Event description:
It was reported that approximately 91 months after a right hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear. The devices were not available for evaluation and images and radiographs were not provided. No further issues or complications were reported. No additional information is available.